Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the physician believed that the device was giving the patient heart issues when it was being turned on. The patient's physician recommended to explant the devices.

Manufacturer narrative:
Date of event: 2010, other # field is populated with the di number.

Event description:
A report was received that the physician believed that the device was giving the patient heart issues when it was being turned on. The patient's physician recommended to explant the devices.